Manufacturer narrative:
Zimvie complaint number (B)(4). B3: date of event unknown / not provided. Customer has indicated that the product is in process of being returned to zimvie for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that at the post-op appointment, the patient's bite was severely off. The implant at tooth site #14 was placed in the wrong area and needed to me removed. The implant has to be moved to a different location. The patient will come back for replacement.